Manufacturer narrative:
1/29/1998-supplemental report #1 submitted to FDA.

Event description:
The product was used during a endoscopic linton procedure. Reportedly, the clips did not advance properly. The hospital has reported no pt injury occurred.